Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that she was in a coma and subsequently the paramedics were called. The customer stated that the low blood glucose was caused when she over-bolused for dinner. The customer's blood glucose was 11 mg/dl. The customer was treated with an IV. Troubleshooting was done. The customer stated that she was not taken to the hospital. Advised customer to speak with healthcare provider regarding blood glucose levels. Advised customer to monitor the insulin pump and call back if issues persisted. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.